Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she had ¿pink eye¿ while wearing the acuvue oasys brand contact lens. The pt reported that he/she ¿had pink eye about a month in the os.¿ the pt reported that he/she was had redness and discharge in the os. The pt reported that he/she was prescribed erythromycin ointment bid for 7days and with no contact lens wear. The pt reported that he/she ¿had been wearing the lenses for a couple of days.¿ the pt reported that he/she discarded the suspect lens, the lens case and mascara. The pt reported that he/she wears the lenses for a week and doesn¿t sleep in the lenses. On (B)(6) 2016 a call was placed to the pts primary care provider and the additional information was obtained as follows: the provider reported that the pt was diagnosed with conjunctivitis and also stated that ¿in appearance/discharge he/she deemed it bacterial.¿ a culture was not performed. The provider also reported that the pt was instructed to discontinue contact lens wear and was prescribed erythromycin ointment bid for 7 days. No additional medical information was provided. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00l0r6 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.